Manufacturer narrative:
The customer was requested via a response email to contact customer service so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(6) 2018 to get additional information, the customer alleged that she developed boils that brought out puss, which she still had some under her armpits, for which she was prescribed antibiotics. The customer indicated that she purchased another pump. Subsequently, the customer was contacted by a complaint handler on multiple occasions, including in writing, to find out the status of the boils and whether she was she willing to return the pump for evaluation, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer alleged via email to medela llc that she got her pump in style breast pump in (B)(6) and it worked fine for a while; however, recently she noticed that the suction was dwindling, even at the almost highest setting. She indicated that she had to pump for more than 15 minuets to get a reasonable amount of milk. She stated that she knows that it is not a milk production issue, because when she uses a symphony pump at the hospital, she is able to get milk. She additionally alleged that the inability to get the milk out leaves her in pain and with sore nipples.